Event description:
Upon button activation the nurse noticed that the stylet failed to retract into the attached barrel. In a further attempt to depress the button and retract the stylet, they obtained a needlestick injury. Pt then followed the hospital policy for a needlestick injury.